Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was only able to advance through the introducer sheath friction lock with resistance slightly before additional resistance was experienced, and the smart coil could not advance any further. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right middle cerebral artery (mca) to treat an anterior communicating artery (acom) using penumbra smart coils (smart coil). During the procedure, the physician was unable to advance the smart coil past the friction lock within its introducer sheath and, therefore, it was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.